Event description:
Same case as: 6000093-2006-01488, -01489, tc wyre clinical trial: us07-0059. It was reported that 306 days following a coronary artery drug eluting stenting treatment infraction (mi). The index procedure indentified two de novo target lesions: target lesion one at the proximal circumflex (cx) and target lesion two at the distal cx. Both lesions were direct stented. Target lesion one was treated with two overlapping taxus express2 stents: one 2.5x12mm and one 2.5x12mm taxus express2 stent. The stents were post dilated at 18atm. During the procedure, the patient was given gpiib/iiia inhibitors, heparin, asa, and plavix. The patient was discharged one day following the index procedure on asa and plavix. The patient experienced a non-q wave mi with st segment depressions 306 days following the index procedure. A pci was not done at that time due to the patient?s renal failure. The patient was noted to be taking asa and plavix at the time of this event. The patient was discharged 20 days following the event and after being treated for pneumonia.

Manufacturer narrative:
The complainant indicated that the device will not be retunred for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant informatin become available; a supplemental medwatch report will be filed.